Event description:
Breathing bag of anesthesia breathing circuit does not pressurize beyond 20 cm h2o instead of required > 40 cm h20. Ie - inflates to 20 cm h2o and then volume increases without pressure increase.